Manufacturer narrative:
Pump was received with no act button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the displacement test due to no button response. Pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 8.5 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.